Event description:
It was reported that a couple days following a spinal cord stimulation (scs) implant procedure, the patient presented to the hospital with vomiting and a severe headache. It was not confirmed what the cause was however nothing was noted from the recent scs implant procedure that could have caused or contributed to the event. The patient showed an improvement in symptoms, with a mild-medium headache remaining, and was discharged from the hospital.